Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display had two lines going through the top portion. Customer was able to interact with the touchscreen; however, could not see the graphics or text. Customer's blood glucose level was 170 mg/dl. Customer continued to use the pump for insulin therapy.